Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units EKG is not triggering the balloon pump. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse that evaluated the unit was not able to duplicate the reported issue. After following up with the staff, the fse was told that the leadsets, which most likely caused the problem, were swapped and were not available to test. The unit passed all functional and safety checks to factory specification. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during initial use of the balloon pump on a patient, the cs300 intra-aortic balloon pump (iabp) units EKG is not triggering the balloon pump, the nursing staff swapped lead sets which resolved the issue. There was no patient harm.

Manufacturer narrative:
Corrected information: sections b5, b6, b7, d10, h6. Additional information: sections b4, g3, g6, h2, h10, h11.